Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer's other blood glucose value was unknown. Customer reported insulin pump alarmed compromised force sensor system. Insulin was coming out in a solid stream. Customer stated they are unable to exit the preparing to prime loop. Drive support cap was sticking out. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The device was expected to be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor system alarm due to motor error alarm.